Manufacturer narrative:
As reported, during a right inguinal hernia repair procedure, the surgeon noticed a crack on the edge of the 3dmax light mesh upon insertion into the inguinal space. Photos provided show the heavily contaminated 3dmax light mesh and confirms there are two cracks/tears in the mesh edge and a large portion of the seal edge has detached from the mesh. An in vivo photo show the mesh is being held by a pair of surgical graspers with the two cracks/tears present in the photo. This was not reported as an out of box condition. Based on the event as reported and review of the photos provided, the likely root cause is user/device interface while handling the mesh with graspers while attempting to place the mesh. The instructions-for-use states, "use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force. Grasp either the medial or lateral edge of the mesh, then deploy through the trocar. If grasping the medial edge, direct the trocar to the pubic tubercle. If grasping the lateral edge, direct the trocar laterally. This will facilitate easy placement." A review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a right inguinal hernia repair procedure, the surgeon noticed a crack on the edge of the 3dmax light mesh upon insertion into the inguinal space. It was further reported that when the surgeon pulled it out, the mesh came out of the port and was torn. The surgeon examined the abdomen to check if any piece was left in the patient¿s body, but found nothing, which caused delay in the procedure. No damage was noted on the package of the mesh and the procedure was completed using another mesh. There was no patient injury.